Event description:
Customer reported rough corneal epithelium in both eyes. Patient has foreign body sensation and photophobia. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was not performed. Patient has fluctuating visual acuity. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Post-op bcva was 20/30 in both eyes.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.